Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth ovl 275cc gel catalog: 3506275bc lot: 13064. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth ovl 275cc gel breast prostheses. It was confirmed by physical examination that the right side felt hard and that there is possible rupture. Capsular contracture on the right breast was reported and the left breast prosthesis was also ruptured. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 235cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date field has been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented. No other anomalies were discovered. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 18196 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).